Manufacturer narrative:
12/31/1998- supplemental report sent to FDA. Device not available for evaluation.

Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.